Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted, and the patient was admitted to the emergency room (ER) for inappropriate shocks by the implantable cardioverter defibrillator (ICD). The ICD detected a supra ventricular tachycardia (svt) arrhythmia as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right ventricular (rv) lead had a lead warning for low pacing impedance. The lead remains in use. No further patient complications have been reported as a result of this event.